Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculations from two and a half years to one year remaining in a span of twenty-five days. Boston scientific technical services (ts) discussed that reprogramming was done and has outputs increased and battery decrease can be attributed to this. This device remains in service. No adverse patient effects were reported.